Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace the pyxibus cable. A field service engineer disconnected the aux from the main and all pockets and found that the pyxibus drawer cable was worn down. So, replaced the pyxibus cable. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer/cubie failure which the device not detected on bus. The customer reported that the user was able to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.